Manufacturer narrative:
The device has not been received to date. Customer called olympus technical assistance center (tac) support to troubleshoot. Tac instructed the customer to lamp counter and it was at 300 hours and confirmed using olympus maj-1817. Tac asked the customer if the auto brightness responded when moving the distal end of the scope and it did not. Tac instructed the customer to power down the unit and disconnect and reconnect the digital light source cable maj-1933 as well as the light source cable maj-1941. The customer powered back up and reported it was brighter and the brightness is auto adjusting when moving the distal end. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus, the evis exera iii xenon light source light appeared dark and dim even when the brightness was set up on max. There were no reports of patient harm associated with this event. Upon inspection of the returned unit, the brightness adjustment does not work and cannot make tissue distinguishable. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, poor contact of light source cable was determined to be the likely cause. Additionally, olympus lamp was used, and the duration of use was 300 hours. Auto-dimming was not functioning. The servicing team told customers to turn off the device, reconnect the light source cable (maj-1933, maj-1941), and then restart the device. This resolved the issue. The device was not returned because troubleshooting solved the problem. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿3.1 precautions for installation and connection]. Properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result.¿ olympus will continue to monitor field performance for this device.